Event description:
Customer reported that over the past 2-3 weeks they observed an increase in elevated blood lead test results among patients tested on two of their leadcare ii analyzers. The customer was unable to provide to technical service (ts) leadcare ii test kit lot information or testing data associated with the elevated results. Customer stated that the new leadcare ii test kit lot in use at the time of the call was not producing falsely elevated results. During troubleshooting, technical services identified a discrepancy between the sample collection method specified in the manufacturer's instructions for use (IFU) and the method applied by the user. Technical services provided the customer with cdc guidance on proper sample collection. Additonal troubleshooting with the custumer is expected.